Event description:
The patient was revised due to tissue reaction. The patient complained a noise and discomfort.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: date product rec'd by mfg., evaluated by manufacturer. A visual examination of the returned devices by a depuy principal engineer was not able to confirm the reported event. No unusual wear was noted. Implant alignment cannot be commented on as patient x-rays were requested but not provided. It is not known if any pre-surgery testing for metal allergies was performed for this patient. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the additional product and/or information be received, the investigation will be re-opened.